Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy. The right ventricular (rv) lead exhibited high and undefined pacing impedance, oversensing-noise, and a fracture was visible on x-ray. The lead was attempted to be replaced but access was unable to be achieved. The lead was capped and a replacement may occur at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was successfully explanted and replaced. The physician does not think the lead is defective and stated that the patient was doing hot yoga when they received the inappropriate shocks. The physician stated that the patient previously received inappropriate therapy while doing hot yoga and they were advised to stop.